Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code recurred, to which they acknowledged and understood.